Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient started feeling discomfort with the stimulator soon after the implant surgery. The patient went to her health care provider who advised her to give it time and to get accustomed with it. It kept on getting worse so she went to see a pain doctor who offered her to take more pills and a botox block-up, but she refused because the purpose of the stimulator was for that and not to take those pills. The patient reported to the health care provider that she would wait one year. In 2016, the patient went to go see a surgeon and told him that she wanted it to be taken out. The patient stated that where the battery is, it bothers her too much and her legs were having more pain than before. Where she has cables and ¿magnets¿, the pain is ¿worse¿, and she has more pain than before. The patient stopped using the stimulator for the last 5 months, and the patient has been looking for a surgeon who can do the surgery since her surgeon is now out of business.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had spoken to the surgeon last year (2016) about having their implantable neurostimulator (ins) taken out because it was not working since its implant. It was also reported that the patient had pain at the ins and lead contact point in the top of their neck since implant of the device system. The patient had a surgery date of (B)(6) 2017 but noted that the surgeon was going out of business and the surgery had ¿been halted¿. Physician listings were sent to the patient and they were able to find a surgeon on the list to do the surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from the patient. The patient reported that they have pain and discomfort where the cables are installed. They also reported discomfort/aching where the battery is installed and the patient noted that their right leg is bothering them more. The patient reported that they saw their pain physician about the problem and that they offered the patient botox or more pills. The patient refused because they thought that the ins was supposed to eliminate the need for medications. The patient stated that the pain and discomfort has not been resolved and that they are considering having the ins taken out of their body. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.